Event description:
Patient was brought to surgery emergently. Bleeding controlled after finding hole in previously placed graft ((B)(6) 2005). Segment of graft sent to pathology with area of hole marked.